Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose level was 53 mg/dl at time of incident and at the time of hospitalization blood glucose level was 34 mg/dl. The customer was assisted with troubleshooting. Customer stated that drive support cap appears to be normal. The customer was treated with sweet juice. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin exited at the quick release. The device will not be returned for analysis.